Event description:
Patient presented to emergency department complaining of chest pain. They were admitted to hospital. Patient passed away. A CT and an x-ray confirmed tip separation. Surgical intervention is not known.